Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not power a test monitor. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to power a monitor is the contamination. There was no death or adverse event associated with the battery malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery pack indicating that it was non-functional.